Event description:
Information was received from user facility via manufacturing representative reagarding a product identified during an event. It was reported that during inspection/cleanup after a case the tip of the driver came completely off of the shaft of the driver. It can not be attached and no longer can be used. No patient involved in this event. No futher complications were reported/anticipated due to this event.

Manufacturer narrative:
H3: product analysis # (B)(4):2342281m lot# ct12h084 after visual and optical examination, it appears that the tip of the center shaft has broken at the weld where it meets the main portion of the shaft and the tip is missing. There are no obvious signs of defect in the weld. This is consistent with overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.